Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. A86496-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included obesity. Concomitant products included ibuprofen, paracetamol (acetaminophen) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6)2014, the patient experienced weight increased ("weight gain"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). At the time of the report, the pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, weight increased, migraine, headache, dyspareunia, urinary incontinence, abdominal pain and back pain had not resolved and the menstrual disorder, hypersensitivity, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 266 lbs. 1 coil visible on the right, and 7 coils visible on the left. She was planning for removal of left coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, removal date was added. Events: migraine, headache, dyspareunia (painful sexual intercourse) , urinary incontinence, abdominal pain and back pain area were newly added. Event outcome of persistent pelvic pain/ pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), weight gain, migraine, headache, dyspareunia (painful sexual intercourse), urinary incontinence, abdominal pain, back pain was updated as not recovered / not resolved. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a (B)(6) old female patient who had essure (batch no. A86496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). 1 coil visible on the right, and 7 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), weight gain" lot number, reporter added from pfs. Historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 35-year-old female patient who had essure (batch no. A86496-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 266 lbs. 1 coil visible on the right, and 7 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint update. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. A86496-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), rash ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash had resolved, the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the female sexual dysfunction, weight increased, migraine, headache, dyspareunia, urinary incontinence, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, rash, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 266 lbs. 1 coil visible on the right, and 7 coils visible on the left. She was planning for removal of left coil. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. :legacy device report num -2951250-2017-05784- medwatch 3500a MFR number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. A86496-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), rash ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash had resolved, the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the female sexual dysfunction, weight increased, migraine, headache, dyspareunia, urinary incontinence, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, rash, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 266 lbs. 1 coil visible on the right, and 7 coils visible on the left. She was planning for removal of left coil. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: bleeding and hypersensitivity updated. On 9-jan-2020: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. A86496-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, nabothian cyst and cesarean section. Previously administered products included for birth control: mirena from 2009 to 2013. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), rash ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy (uterus and cervix removed)unilateral salpingectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and rash had resolved, the menstrual disorder, hypersensitivity, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, weight increased, migraine, headache, dyspareunia, urinary incontinence, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, rash, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 266 lbs. 1 coil visible on the right, and 7 coils visible on the left. She was planning for removal of left coil. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: post removal complications, rash/skin condition added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded company causality comment incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.